Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a falsely low glucose result was obtained on the dimension vista 1500 instrument when the sample was routed to the instrument from the aptio automation system. When the same sample was manually loaded onto the same dimension vista 1500 instrument and manually loaded onto an alternate dimension vista instrument for testing, higher results were obtained. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse checked the alignment of the dimension vista 1500 instrument at the aptio track sampling position and ran the service methods. Siemens headquarters support center evaluated the available data and found there is no reference to pre-analytical sampling handling that may affected the quality of the sample being delivered to the instrument. Repeat testing with a manually loaded sample indicates that any issue with the sample quality from the initial testing was eliminated. The cause of the discordant, falsely low glucose (glu) test result on the sample when routed to the instrument from the aptio automation system is unknown. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) test result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension vista instrument and on the same instrument, resulting higher. The repeat result, obtained on the alternate instrument, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu test result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00479 on 31-aug-2018. Additional information (11-oct-2018): siemens healthcare diagnostics investigated the issue and determined that if a test(s)/order(s) is cancelled by the operator while the instrument is aliquoting the sample, the dimension vista instrument may continue to deliver the cancelled sample or vial contents to the aliquot well(s). Future samples may be assigned to the same aliquot well(s) and become contaminated with the existing contents or overflow of the aliquot well may occur, potentially contaminating a surrounding well(s). This issue only occurs when an operator manually cancels a test(s)/order(s) for calibration, quality control (qc), or patient sample while the instrument is in the process of aliquoting the sample. An urgent medical device correction (umdc) vsw-19-01.a.us was sent to us customers and an urgent field safety notice (ufsn) vsw-19-01.a.ous was sent to outside the us (ous) customers. The umdc and ufsn indicate that siemens is working to provide an software update to address the issue and advise customers to not cancel test(s)/order(s) for calibration, qc, or patient samples until the instrument is finished with aliquoting the sample.